Manufacturer narrative:
Both leads were thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of this lead (with serial number (B)(4)) confirmed it was returned with a guidewire inserted within it. An x-ray of the lead noted the guidewire tip had prolapsed upon itself in the lead tip lumen. Bench testing on previous lead models has confirmed the possibility that wires may prolapse distal to the lead tip fitting and then may be pulled back into the lead tip fitting in a prolapsed state; this likely occurred in this case. The wire prolapsed within this lead is what caused it to become stuck.

Event description:
It was reported that during the implant of these leads, the guidewires used to assist in placing the leads in their desired locations became stuck within each of the leads. Additionally, the leads were unable to be flushed. Neither lead was used and both were returned for analysis to determine why the guidewires became stuck within them. This lead (with serial number (B)(4)) was returned with a guidewire still inserted within it. No adverse patient effects were reported.